Manufacturer narrative:
We received one device for evaluation. Visual and functional tests performed. Reported issue confirmed during testing. It was found that the device had a damaged(detach) dso seal, damaged remote dose connector. The dso seal and remote dose connector was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that device showed remote control disconnected when trying to send the bolus. There is unknown patient involvement.